Manufacturer narrative:
Same versus separate sessions of endoscopic ultrasound-guided fine-needle biopsy and endoscopic retrograde cholangiopancreatography for distal malignant biliary obstruction: a propensity score-matched study / stefano francesco crinò / expert review of gastroenterology & hepatology 2024, vol. 18, no. 9, 551¿559 / https://doi.org/10.1080/17474124.2024.2399176. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed, between january 2017 and december 2022, a retrospective propensity score matched study assessed whether eus-fnb (endoscopic ultrasound - fine needle biopsy) and ercp (endoscopic retrograde cholangiopancreatography) can be safely performed during the same session. Patients were divided into two propensity score matched groups containing 87 patients in each group: the ¿same session group¿ if eus (endoscopic ultrasound) guided sampling and ercp (endoscopic retrograde cholangiopancreatography) were combined during the same sedation and the ¿separate-session group¿ if ercp (endoscopic retrograde cholangiopancreatography) was done at least one day after eus-fnb (endoscopic ultrasound - fine needle biopsy). Eus (endoscopic ultrasound) guided sampling was completed using a biopsy needle or competitor device. Adverse events included in the same session group: seven patients had post-ercp (endoscopic retrograde cholangiopancreatography) pancreatitis (pep), six patients had bleeding, eight with cholangitis, one with cholecystitis, and four patients had sepsis or pneumonia. Of these adverse events, there were twelve patients requiring endoscopic or radiologic intervention and three patients requiring intensive care unit/critical care unit admission.